Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, when expanding the balloon, it was noticed that the pressure in the balloon was not building and that the water in the mechanical gun was emptying more than normal. On closer inspection it was noted there was a hole in the balloon which was leaking into the esophagus. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.